Manufacturer narrative:
One opened slit knife sample was received loose in a blister with no tip protector along with an empty blister for the report of manufactured inverted. The sample was visually examined and was found to be nonconforming with the bevel in the incorrect orientation. A review of the device history record related to the reported, possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. When manufactured, knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. During this process it is possible for the blade to be placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the knife is then angled, the bevel is then in the wrong location. The two possible lots associated with this complaint were manufactured using both the manual and automated assembly process. The manual assembly process does not have an in process inspection for bevel orientation. The automated assembly machine used for these lots has an inspection for bevel orientation. The inspection procedures have been reviewed and defects, such as incorrect bevel orientation, are to be removed from the lot and scrapped. An investigation photo of the returned sample has been be reviewed with the applicable production personnel to raise awareness of this issue and documented on the facility's CAPA/review training form. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was noted during surgery to have been manufactured inverted which left the blade upside down. The patient did receive a suture in order to seal their incision. Additional information has been requested.